Event description:
A diagnostic abdominal x-ray was performed on patient and there was an incidental finding of "fractured feeding tube". The kub was in two pieces with the distal portionin the duodenum. Upper portion was removed and replaced.